Event description:
The physician did two runs. Pulled device out. Device had a hole in the side. No harm to pt. Thrombus had been removed, no other device was used.

Manufacturer narrative:
Please find complaint investigation summary attached. Please note that MFR is attempting to obtain missing pt info and will provide in a follow up report as soon as it is received. Upon return examination, it was noted that the device had not been packaged in a manner to avoid potential damage during shipping. There were signs of significant bends on the extraction catheter. The extraction helix was not loaded in the distal tip. There was a hole in the side of the bilumen approx. 3" from the tip, the bilumen was twisted approx. 4.5" from the tip. The extraction helix was not exposed. The device was powered up using a power supply, and it was verified that the electrical system was intact when both led's lit up. The device's bottom enclosure was carefully removed and revealed that the helix fractured at the designed fracture point (dfp). The extraction helix was removed from the jacket to reveal that the extraction helix also fractured approx. 29" from tip. There were no signs of deformation on the extraction jacket at the second fracture. Angiographic images were not available for review to determine if there was excessive bend radius created by the access catheter or vessel geometry. Root cause: the most probable root cause of the failure was that the extraction helix fractured in the distal bilumen first. The cause of this fracture is unk (similar complaints of this nature were caused by vessel geometry, access catheter geometry, or operator error). Angiographic images have been requested for further investigation. During the procedure, the extraction helix also fractured in the braided section of the jacket. Cause of this is unk. The helix started to wind up on itself for approx. 3/8". The proximal portion of the first fracture was still moving and penetrated the bilumen causing excessive resistance and the dfp fracture. Corrective actions: a risk assessment was conducted to evaluate risks associated with helix failures and the probability of a dissection or perforation with the use of the thromcat device. Kensey nash believes that the estimated probability of dissection or perforation due to helix failures is low (0.50%). The overall estimated probability of dissection or perforation associated with thromcat use is 1.52%. In addition, a minor design change to the extraction helix was verified and implemented through design controls in june 2007. The change involved slightly varying the pitch of the extraction helix with the intended effect of increased run time capabilities and in turn, a more robust helix performance. This change does not affect the intended use or performance specification of the device.